Event description:
A positive advia centaur troponin ultra result was obtained for a patient sample. The patient sample was part of a serial draw. The physician questioned the positive troponin result since the sample results prior to and following were negative for troponin. Repeat testing was performed on the second draw on two advia centaurs and the results were positive. The patient was redrawn and the samples tested. The results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.